Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a charge time exceeded fault message. An invasive procedure was performed. The device header became cracked during the explant procedure and the right ventricular (rv) lead was twisted resulting in damage to the epoxy on the lead. After removal of the lead from the device header, the lead exhibited noise and high out of range pacing impedance measurements greater than 2,000 ohms. The lead was surgically abandoned and a new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.